Event description:
It was reported that the customer had no deliveries while changing the infusion set. Customer used another reservoir plunger to push the reservoir. Customer's blood glucose was 55 mg/dl. Customer experienced more no deliveries later and just changed the reservoir. Customer stated that it seems that this solved the issue. Customer requested replacement reservoirs for the ones that were wasted. Customer also requested some infusion sets as she has also changed them during troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.